Manufacturer narrative:
A device history record review was performed and the devices met all specifications. An eval cannot be performed due to insufficient info. Customer complaints are monitored and trended. Mesh complaints were reviewed and no similar events have been reported. The pt stated that atrium medical corp is a davol company and this is not the case. Atrium medical corp is in no way affiliated with davol.

Event description:
Per maude event report ((B)(4)) submitted by pt. The pt stated that in 2010, he had a left inguinal hernia surgery which the surgeon described in the post-operative notes as large and incarcerated. The repair was made using a mesh plug and a mesh overlay, the mesh was listed as prolite mesh 3¿x3¿ and prolite mesh 3¿ x 6¿. He stated initially he experienced some recovery, but sometime during the same year he was experiencing increasing chronic pain both at the location of the plug, but also in the left hip region surrounding the scar tissue. He stated he has been in chronic pain continuously. He has had an ultrasound and x-rays which have not shown any defects. The pt also stated that he looked up on the FDA website and noted that atrium medical corp is a davol company and that davol has previously had a mesh device recalled.